Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain and radiculopathy. It was reported that the patient's implantable neurostimulator got really low. The lower it got, the less relief the patient was getting. The patient did not have their charger with them, and that is why their implantable neurostimulator got low. The patient sat down for two hours while it charged when they got their implantable neurostimulator recharger back. When the patient finished charging, the pain that they had been experiencing was gone. The patient reported that normally they do not ever let it get that low. Before the patient had the implantable neurostimulator, they were always in pain while exercising. The patient started exercising again the week of the report with no pain. The implantable neurostimulator has helped the patient control their pain and the relief has been 'amazing.' The patient's medical history includes a diagnosis of lymphoma and she finished chemotherapy in (B)(6).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that they started to experience less pain relief after not being able to fully charge the stimulator after surgery. To resolve the issue the patient got the recharger back, but was disappointed they could not get any help before it was returned. The less pain relief was resolved and the patient noted that they still have pain if they do too much and was grateful for the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.